Event description:
It was reported that the sensing and impedance dropped on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694765 implantable tachy lead implanted: 2002 (B)(6); (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2008 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the sensing and impedance dropped on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event. 2019-03-14: it was further reported there was low impedance on the ra lead. The lead was capped and replaced.